Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: during the procedure, the safety lever of the stapler could not be moved, blocking the lever from being able to squeeze and fire. The device was removed and the doctor applied a new device to complete the procedure. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was an extension of operating time by more than 30 minutes.